Event description:
During an atrial flutter procedure, when the catheter was inserted through the 10f sheath, it was noted that there was difficulty advancing the catheter. The catheter was then removed and it was noted that the tip of the catheter was deformed. The catheter was exchanged and there were no adverse consequences to the patient.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. Visual inspection revealed a fracture in the catheter tip 0.6¿ proximal to the distal tip. Due he aforementioned damage to the catheter tip, functional testing could not be performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of this fracture was determined to be a design/process issue.